Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, there was one screw found slipped and could not be used anymore at the end of lock. The surgeon found the screw was broken when he took it out, he had to change to another to complete the surgery. No patient complications were reported as a result of this event. The surgery time has been extended 20 more minutes due to this event.

Manufacturer narrative:
Product analysis:macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the thread. Functional evaluation with sample m8 mas head found all set screws unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.